Event description:
The customer reported that the companion 2 driver exhibited intermittent "left high pressure" alarms while supporting a patient at (B)(6). The customer also reported that the setting were adjusted, but the alarm did not resolve. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
Efforts to reproduce the customer-reported left pressure incorrect alarms during failure investigation testing were successful, with the root cause being a malfunction of the left electronic pressure regulator. The left electronic regulator was replaced and the companion 2 driver passed all final performance testing. The driver was supporting a patient when the "left pressure incorrect" alarm occurred. Despite the "left pressure incorrect" alarm, the companion 2 driver continued to provide its life-sustaining functions. This issue will continue to be monitored through the syncardia customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
Review of the electronic patient file revealed "left pressure incorrect" alarms that occurred while the driver was connected to an external air source and in patient use. This confirmed the customer-reported issue.